Event description:
It was reported that intraocular lens (iol) was explanted due to broken haptic, lens was fully implanted. It was stated that doctor decided to cut (lens) out. When asked if incision was enlarged, reporter did not know. No vitrectomy was performed. No patient complications were reported. No further information has been provided.

Manufacturer narrative:
(B)(4). Device evaluation: a review of the manufacturing records showed no deviations or nonconformities. The documentation showed that all process operations presented in the manufacturing record were in compliance with manufacturing specifications. All test results showed a pass condition. A review of the manufacturing process and/or materials show there were no changes in manufacturing methods, inspections or specifications associated with this production order. Product met manufacturing criteria prior to release. All pertinent information available to the manufacturer has been submitted. Placeholder.

Manufacturer narrative:
Date of birth: (B)(6). Gender: female. The lens was removed and replaced during the same procedure. Replacement lens was of the same model and diopter. Implant date: (B)(6) 2014. (B)(6). (B)(4). All pertinent information available to the manufacturer has been submitted.

Manufacturer narrative:
Age at the time of event or date of birth: asku (asked but unavailable). Gender: asku. If implanted, give date: asku. (B)(4). All pertinent information available to the manufacturer has been submitted. Placeholder.

Manufacturer narrative:
Device evaluation: the returned sample was inspected at the manufacturing site under 10x microscope magnification. Only one half of the lens was received for evaluation. Visual inspection revealed small stains and surface residuals (debris/particles) observed on the lens, which is compatible with the handling of the lens out of a sterile environment. No further testing was conducted. Condition observed in the received sample lens is consistent with handling technique during insertion and removal of lens from the patient¿s eye. Placeholder.